Event description:
It was reported on (B)(6) 2022, a 30mm amplatzer amplatzer cribriform occluder was selected for implant. During the procedure, it was found that the device left disc presented in a dome deformation. The device wasn't detached from the delivery cable, removed from the patient, and replaced with another 30mm amplatzer amplatzer cribriform occluder which was successfully implanted. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. One image from the field appeared to show blurred view of occluder device with one disc bulbously deformed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported on (B)(6) 2022, a 30mm amplatzer cribriform occluder was selected for implant. During the procedure, it was found that the device left disc presented in a dome deformation. The device wasn't detached from the delivery cable, removed from the patient, and replaced with another 30mm amplatzer cribriform occluder which was successfully implanted. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. No additional information was reported.